Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 around 5- 5:30pm. Pt stated that even though her glucose reading on her autocode meter was 188mg/dl, her daughter had to call medics because she was in a "diabetic coma". She said she doesn't remember much due to being confused, but reported getting a 30mg/dl reading from the medic's meter. Pt also said she was given orange juice and some sort of shot. No other treatment and/or discharge info was reported. Pdc sent a replacement along with a prepaid envelop requesting return of suspect product(s).

Manufacturer narrative:
Pdc sent replacement and requested pt return suspect product(s) for evaluation. Pt did not return item(s) so testing could not be performed.